Manufacturer narrative:
The exact root cause for the 72mm activation wire and the 82mm activation wire breaking could not be determined. There were conflicting reports as to even when the wires broke, during or after the surgery. The returned distraction systems, one straight left and one straight right, respectively, the distal portion of the 72mm wire, and a single x-ray were analyzed in an attempt to discover what might have led to the issue. Evaluation of the components revealed that the surgeon did not follow surgical techniques laid out in the logic stg and IFU. Specifically, the surgeon did not use any screws in the lower arm of the stationary base plate of the straight left distraction system. The surgeon also did not place any screws in the arms of any of the arm holes in either the left or right moving plate. This improper surgical technique could have led to broken activations wires, however, the complaint states that both wires broke during surgery, so no activation was attempted. It would be during activation, when the wires are rotated, that a poor fixation of the distraction plates to the mandible could have negative consequences culminating in a broken wire due to the wire binding. There are multiple possibilities as are covered in the logic fmea for activation wires breaking both during and after surgery all with a final risk level of "low". The logic IFU and stg, (B)(4) respectively, describe the suggested surgical technique. The review of the DHR for the 72mm activation wire did not identify any non-conformances with lot release. The lot number of the 82mm activation was not provided. Therefore, the DHR review could not be performed. The review of ncrs did not identify any internal non-conformances for either implant device. The review of capas did not identify any internal investigations within the last two years. However, during the complaint search, similar complaints were identified that referenced previous capas for this issue. One (1) similar complaint was identified for the activation wire, 72mm, and two (2) similar complaints for the activation wire, 82mm. Internal CAPA (B)(4) and CAPA (B)(4) were previously initiated for these devices due to the issue of broken activation wires. The closure of the capas ended with discontinuing manufacturing for these implants until another supplier could be identified. A new supplier has been identified, and these implants were re-instated with cn (B)(4). This issue will be monitored through routine trending. Qa note: during an audit of MDR submissions, we identified that there was an error on the initial submission and follow-up reports that prevented upload to maude. Therefore, this report is being re-submitted. Date of original submission report: 02/01/2017. Date of the follow up report: 03/23/2017.

Event description:
On (B)(4) 2017, osteomed was notified of an incident with our activation wire, 72mm (p/n 216-0306) and activation wire, 82mm (p/n 216-0307). The two (2) activation wires broke before the activation even began.